Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and no delivery. Customer's blood glucose value was 597 mg/dl at the time of the incident, current blood glucose was 395 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with syringe. Customer will not return device for analysis

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm due to buttons not responding.(B)(4).